Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the back is ripped, left arm is breaking off, and the seat sinks very low.